Event description:
It was reported that noise on the rv lead was observed. Noise was reproducible with pocket manipulation causing loss of capture. X-ray confirmed twiddler syndrome. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.